Event description:
Resistances on her oscor rx58tbv lead measured 600 ohms on her initial visit in 1/96. They then climbed steadily, with a high reading of 1124 ohms in 10/97. Resistances then began to drop, and measured 686-784 ohms in 2/99. Today's impedances measure 522-539 ohms. Sensing consistently measured >7mv, until her visit in 2/99, where it dropped to 5mv. Will replace the lead before it totally fails, due to insulation failure.